Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported t.w. Power supply s/n (B)(4) used for endoscopic vein harvesting procedure was faulty. No patient involvement.

Event description:
The hospital reported t.w. Power supply s/n (B)(4) used for endoscopic vein harvesting procedure was faulty. No patient involvement.

Manufacturer narrative:
Correction: "no consequence or impact to patient" changed to "no patient involvement". Trackwise ID #: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. An investigation was conducted on 10/28/2019. Signs of clinical use and no evidence of blood was observed. The device was evaluated for its electrical function according to the service manual using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard as soon the switch was turned on . The results of the test are as follows: measured no load voltage test: 5.54 vdc pass (requirement: 5.5 vdc +/- .05 vdc). Measured low current output test: 3.98 vamps dc pass (requirement: 4.0 +/- .05 amps dc). Measured high current output test: 5.96.0 amps dc pass (requirement: 6.0 +/- .05 amps dc). No electrical failure was observed. Based on the return condition of device and the investigation results, the reported failure to deliver energy was not confirmed.